Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Surgeon reports patient a status post left anterior total hip done (B)(6) 2015, had fallen on a boat and now has a periprosthetic fracture that needs to be fixed. Surgeon decided to use a restoration modular hip stem. The surgery was performed through the posterior approach. The stem was removed easily secondary to the fracture. The fracture was then reduced and cabled. The femur was then prepared using the restoration modular system per surgical technique. A trial reduction was performed. Satisfied the final implants were impacted and surgical site closed. The surgery was performed without incident.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: insufficient information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon reports patient a status post left anterior total hip done (B)(6) 2015, had fallen on a boat and now has a periprosthetic fracture that needs to be fixed. Surgeon decided to use a restoration modular hip stem. The surgery was performed through the posterior approach. The stem was removed easily secondary to the fracture. The fracture was then reduced and cabled. The femur was then prepared using the restoration modular system per surgical technique. A trial reduction was performed. Satisfied the final implants were impacted and surgical site closed. The surgery was performed without incident.